Event description:
It was alleged by a lawyer that the patient received multiple inappropriate shocks causing pain. Following the right ventricular (rv) lead replacement procedure, the patient experienced a contused area and cellulitis infection in the upper left extremity with pain, swelling, redness, and stiffness. The patient was hospitalized and treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The right ventricular (rv) lead was previously reported on (B)(6) 2013 via alternative summary reporting (B)(4) for fracture and oversensing. Concomitant medical products: a 5076-45 implantable pacing lead, (B)(6) 2005. (B)(4).